Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead dislodged while physician was slitting the catheter. The physician chose to replace with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).